Event description:
It was reported a patient experienced a separation of the transfer set and titanium adapter, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient reconnected the transfer set to the adapter. Treatment was not reported. The patient was hospitalized for 4 days and is recovering from the event of peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).